Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump was shutting down without user intervention. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 13-mar-2019. Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: during investigation, there were reboots observed in the pump's black box. During visual inspection, there was no damage to battery compartment and the battery cap was not returned with pump for investigation. A test cap used for testing purposes. The test battery cap attached securely to pump with no power issues occurring during testing. The allegation of a "no power" issue was not duplicated or confirmed during investigation. There was no defect found. Unrelated to the original complaint, when the pump was opened, there was moisture damage found on the printed circuit board. Additionally, the pump case was found to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.